Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was also reported that the ipg flipped inside the pocket. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.